Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted an error message. The field representative confirmed that the device was functioning appropriately. This was a self correcting benign memory reset. No adverse patient effects were reported.